Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. Other cables at wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the pk dissecting forceps instrument cable was broken. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.